Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer¿s high blood glucose level was unsure at the time of the incident. Customer¿s current blood glucose level was advised as 500 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that they changed pump, everything set, reservoir insulin and it was before bed and woke up and did not realize customer was not getting insulin and sensor alarm did not wake me up. Customer stated that cannula was bent and not getting insulin. Customer was assisted troubleshoot for bent cannula troubleshooting. The product was not returned for analysis.